Event description:
A report of pain with swelling and redness at the ipg pocket site was received. The dr reported there is no sign of infection and prescribed a pain patch for the pocket site. A follow-up appointment with the pt's dr has been scheduled.